Manufacturer narrative:
Device evaluated by MFR.: an express ld device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination found the stent positioned in the correct location on the balloon with no evidence of damage or any other issues noted. No issues were noted with the tip of the device. A visual and tactile examination identified a shaft break approximately 470mm from the distal end of the strain relief. The shaft was also noted to be severely stretched along the length of the device. The protective hoop was not returned with the device.

Event description:
Reportable based on device analysis completed on 05jul2022. It was reported that difficulty removal and shaft break occurred. An 8.0 x 40 x 135 cm express ld iliac / biliary stent was selected for use. However, during preparation, the stent was stuck in the packaging loop and shaft broke near the hub in the packaging loop with force on trying to dislodge. The procedure was completed. No patient complications were reported. However, returned device analysis revealed shaft break 470mm from the distal end of the strain relief.